Event description:
The following is based on a review of the pt's medical records: (B)(6) 2010 - patient was implanted with a bard modified kugel patch for right inguinal hernia repair. On (B)(6) 2011 - pt presented to the ER with severe pain in the right groin. A MRI was done. No recurrent hernia was seen. Scar tissue was seen, which the md felt was causing the pts pain. The following is alleged by the pt's attorney, disability, pain, additional surgery, following implant of the device. Alleges MRI showed mesh had impinged into the pt's bladder. Pt advised against surgery to explant due to the risky nature of the explant surgery.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. Based on review of the medical records the pt developed a hernia after lifting something at work, and underwent repair with a modified kugel patch. Approximately six months post implant the pt presented to the ER with severe pain in the right groin. An MRI showed no recurrence and her md noted a possible cause for the pain was scar tissue. We have contacted the initial reporter to request additional info. A manufacturing review was performed and found no evidence of a mfg related cause for the alleged event additionally the mesh remains implanted. This MDR includes all pt, event, and device info davol has received to date. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted. PMA/510 (k): k021736.